Manufacturer narrative:
Complaint no.: (B)(4). The device has been received for evaluation, however evaluation is not complete. A f/u report will be filed upon completion of the evaluation or if add'l info becomes available. See scanned page.

Event description:
The facility rep reported a broken door latch. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hospital rep stated that there were no reports of injury or medical intervention. No add'l info is available.